Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarms. The customer's blood glucose (bg) level was impacted 450 mg/dl. The customer changed supplies and took a bolus to stabilize bg level. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.